Event description:
It was reported that the patient experienced a bacterial infection. Cultures were taken and antibiotics were administered. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced with a temporary pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.